Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, component codes, investigation conclusions). Additional information: e1(event site postal code - (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) system overheated. A getinge field service engineer evaluated replaced scroll compressor, temperature sensor, motor control board, front end board, and 2 fans. Conducting operational inspections based on inspection record sheets. Patient involved. The failure analysis and testing dept. Received the following parts associated with this complaint .these parts were received with a reported unit failure of a system overheat. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the two in cardiosave test fixture serial number and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issues found when testing these parts. Retaining the part in the failure analysis and testing department the fat installed in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual . Tested for 4 hours with no issues found. Retaining the part in the failure analysis and testing department . The fat installed in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual .tested for 4 hours with no issues found. Retaining the part in the failure analysis and testing department . The fat installed in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual . Tested for 10 minutes then a high drive pressure error appeared. Fat was able to verify this part was faulty. Sending the board to the supplier for failure analysis . The fat installed in cardiosave test fixture and tested the part to factory specifications and the cardiosave service manual. Tested for 4 hours with no issues found. Sending the board to the supplier for failure analysis. Fat received back from the supplier. The supplier tested the board and no abnormalities were found. Please see attachments for failure analysis paperwork. Retaining the part in the failure analysis and testing department. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated and replaced scroll compressor, temperature sensor, motor control board, front end board, and 2 fans. Conducting operational inspections based on inspection record sheets. Patient involved and no health hazard reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated and replaced scroll compressor, temperature sensor, motor control board, front end board, and 2 fans. Conducting operational inspections based on inspection record sheets. Patient involved and no health hazard reported. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received the following parts associated with this complaint: part dtech, swemco, spv these parts were received with a reported unit failure of a system overheat. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the two-part cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. No issues found when testing these parts. Retaining the part in the failure analysis and testing department per procedure the fat installed part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part tested for 4 hours with no issues found. Retaining the part in the failure analysis and testing department per procedure the fat installed part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number. Tested for 4 hours with no issues found. Retaining the part in the failure analysis and testing department per procedure, the fat installed part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 10 minutes then a high drive pressure error appeared. Fat was able to verify this part was faulty. Sending the board to the supplier for failure analysis per procedure. The fat installed part in cardiosave test fixture & tested the part to factory specifications per procedure and the cardiosave service manual part. Tested for 4 hours with no issues found. Sending the board to the supplier for failure analysis per procedure. The following was input by technician of the maquet failure analysis and testing dept. (Fat) wayne fat received part back from the supplier. The supplier tested the board and no abnormalities were found. Please see attachments for failure analysis paperwork retaining the part in the failure analysis and testing department per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne failure analysis received from the supplier for the part. They stated the part passed testing. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a post pci patient, the cardiosave intra-aortic balloon pump (iabp) unit system overheated. Unit was replaced with another cardiosave iabp. No health hazard was reported.